Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges infusion sites have pulled out from his body. Caller alleges adhesive does not stick enough. No adverse event reported. Requested return of the alleged device for evaluation.